Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1905236, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1905236 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that during use there was leakage past the stopper with bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter: (2 of 2) additionally, we have noticed a fault today with one syringe of the same type from a different batch. From initial complaint: failure of syringe. Upon use in the aseptic department, the broth liquid was leaking into the plunger.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there was leakage past the stopper with bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter: (2 of 2) additionally, we have noticed a fault today with one syringe of the same type from a different batch. From initial complaint: failure of syringe. Upon use in the aseptic department, the broth liquid was leaking into the plunger.